Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving compounded baclofen (1000mcg/ml at 395mcg), morphine (1.4mg/ml at .5537mg), and bupivacaine (25mg/ml at 9.887mg) via an implanted pump. The indication for pump use was intractable spasticity. On 22-apr-2016 it was reported that the patient reported burning in his legs and feeling like he wasn¿t getting adequate therapy. He also reported that his home refill nurse was having extra volume when refilling the pump; up to 3 ml at the last few refills. The environmental, external, and patient factors that may have led or contributed to the issue was noted to be that the patient had his catheter since 2003 with a mixture of compounded baclofen, bupivacaine, and morphine. The physician could only aspirate 0.3 ml of drug from the catheter. A rotor study was performed and it was ¿perfect¿. The pump volume measured 12 ml and should have had 11.2 ml of drug. It was noted that the pump volume was within range. The issue was not resolved. The physician did not want to proceed with a catheter revision at this time. It was likely that he would taper the patient down first. The patient status was reported as ¿alive-no injury¿.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.